Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a clinic visit, the electrograms revealed atrial lead noise. The lead was turned off. The patient was doing well and would be monitored with routine follow up.